Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue broken conductor cable could not be replicated nor confirm. The monopolar curved scissors (mcs) instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument also passed the electrical continuity test. The instrument was fully functional. Additional observation(s) found that the instrument had a broken grip cable at the distal end. Review of the provided image was performed by regulatory post market surveillance (rpms) analyst. The image of the mcs instrument is consistent with the alleged issue of a broken cable. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.